Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to depletion of the lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined the main lamp failed. In addition, a turret unit failure was identified. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not light up but the emergency lamp functioned. There was no patient injury, associated with the event, reported to olympus.